Event description:
Foot pedal not working. In 2009: customer reports the fluoro footpedal stopped working during a stent placement. Called lf tech support and rebooted system. Upon rebooting the system the fluoro pedal started working and has not failed since this event. Found to be user error when rebooting the system. Tech forgot to turn on a switch.

Manufacturer narrative:
Liebel flarsheim manufacturing report: field service engineer visit was cancelled by the customer. They called lf tech support who advised rebooting the system. Upon rebooting the system the fluoro pedal started working and has not failed since this event. Biomed found problem to be user error when rebooting the system. Tech forgot to turn on a switch.